Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported experienced hyperglycemia, diabetic ketoacidosis with blood glucose value of 235 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis was treated with intravenous drip in hospital. The event involved product(s) mmt-1884l, mmt-342g, mmt-431ag. Troubleshooting was partially performed. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event and the auto mode feature was active at the time of the event or not. No further patient complications were reported. Product return for mmt-1884l is expected and the customer response was the device will be returned. No product return is required for mmt-342g. No product return is required for mmt-431ag.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08710 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(6) event date of 10-may-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 10-may-2025 listed on smart solve due to insufficient data in the trace/history files. In further review of the formatted history file 2 days prior to the related svn#: (B)(6) event date of 14-apr-2025 and primary svn#: (B)(6) event date of 10-may-2025, these pump error(s)/alarm(s) were noted: sensor error alert (801) was found on: (B)(6) 2025 16:43:09.000, 04/13/2025 16:53:00.000, on (B)(6) 2025 15:53:18.000, on (B)(6) 2025 17:53:23.000, on (B)(6) 2025 19:58:19.000, on (B)(6) 2025 22:03:17.000, 04/14/2025 22:13:00.000, lost sensor 1 alert (780) was found on: (B)(6) 2025 19:15:00.000, on (B)(6) 2025 22:02:00.000, on (B)(6) 2025 22:35:00.000, on (B)(6) 2025 22:45:00.000, on (B)(6) 2025 06:52:00.000, on (B)(6) 2025 12:30:00.000, on (B)(6) 2025 12:40:00.000, on (B)(6) 2025 05:35:00.000, on (B)(6) 2025 06:20:00.000, on (B)(6) 2025 06:30:00.000, sensor signal not found (796) was found on: (B)(6) 2025 20:23:00.000, on (B)(6) 2025 05:34:00.000, on (B)(6) 2025 07:51:00.000, sensor expired alert (794) was found on: (B)(6) /2025 19:14:49.000, on (B)(6) 2025 19:24:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor error alert, lost sensor alert, sensor signal not found, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.60 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for pump/transmitter communication anomaly and sensor anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.